Manufacturer narrative:
Unit had a missing serial number label, missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir will not locked in place in the reservoir compartment due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery compartment cracked. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.